Event description:
Follow up indicated that surgical intervention may be undertaken for this issue.

Manufacturer narrative:
Correction: additional information found the correct physician information.

Event description:
Additional information found the patient had their ipg replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would not communicate with external devices following an unrelated surgical procedure. Troubleshooting was attempted to no avail. This is all the information available at this time.